Event description:
Admitted for elective aaa repair. Surgery uneventful. Three days post-op, pt developed respiratory problems and was placed on ventilator at 6 pm on 8/31. On 9/1 at 11:40 am vent failed and would not restart. "Vent inop" alarm was only function. Pt manually ventilated & placed on different ventilator.